Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to a lesion in the mid left anterior descending artery a 3.0 x 23 rx vision coronary stent system (css) was prepped per the instructions for use and advanced without resistance. An attempt was made to inflate the stent system balloon; however, the balloon did not inflate at all; therefore, the stent could not be deployed. Reportedly, a balloon rupture was suspected. The 3.0 x 23 rx vision css was withdrawn from the patient anatomy without resistance and a new same size rx vision css was advanced and successfully implanted to treat the target lesion. Reportedly, the physician stated that he removed the stent system very quickly from the dispenser hoop during un-packaging and that may have damaged the device. Reportedly, outside of the patient anatomy post procedure an attempt was made to inflate the balloon of the 3.0 x 23 rx vision css and contrast was noted to be leaking from the distal shaft proximal to the stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported leak and damage was confirmed. The reported inflation difficulty was due to the tear noted in the shaft. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.